Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump alarmed low suspend and alerting low. Reviewed care link report, customer's blood glucose was 250 mg/dl and sensor glucose was 108 mg/dl, isig 28.88 and calibration factor 8.65. Advised the customer based on the readings it was sensor issue and found sensor was bent. Advised the customer the sensors would be replaced. No further information provided.